Manufacturer narrative:
The manufacturer previously reported information alleging a non-stop low minute ventilation alarm occurred while in patient use. The alarm did not resolve with a circuit change or confirming the ventilator with a test lung. The patient was manually ventilated using an ambu bag and transferred urgently to the hospital due to the doctor¿s assessment that the cause was patient related. The doctor assessed the patient and found no problems, so it was speculated that the issue is caused by the device. We have not yet obtained any information about the patient's recovery now. The patient was discharged from the hospital on (B)(6) 2024. The device has yet been returned to the manufacturer for further analysis and evaluation to determine root cause. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. The device was returned to the manufacturer. The reported issue was not duplicated, however, an alarm for the reported event was confirmed in the event log. Functional test was performed and confirmed there is no abnormality. Performed disassembly internal checking and confirmed no abnormality. Since no abnormality was confirmed and there was no issue with the device operation, it has been determined that the device is in normal condition.

Manufacturer narrative:
H3 other text: the device has yet to be returned to the manufacturer.

Event description:
The manufacturer received information alleging a non-stop low minute ventilation alarm occurred while in patient use. The alarm did not resolve with a circuit change or confirming the ventilator with a test lung. The patient was manually ventilated using an ambu bag and transferred urgently to the hospital due to the doctor¿s assessment that the cause was patient related. The doctor assessed the patient and found no problems, so it was speculated that the issue is caused by the device. We have not yet obtained any information about the patient's recovery now. The patient was discharged from the hospital on (B)(6) 2024. The device has yet been returned to the manufacturer for further analysis and evaluation to determine root cause. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.